Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The pump was unable to confirm alarm due to overwritten history file. The pump was received with missing end cap sticker, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 301 mg/dl. The customer stated that pump received a motor error while doing a bolus. The customer was advised to disconnect from the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.